Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one of the switches that are responsible for jaw movement had failed. Functional testing found a rotation switch was nonfunctional. When the corresponding key was pressed, the handle did not respond. It was reported that the button was broken. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the sales representative went to the hospital with a replacement demonstration device due to a handle failure. When checking the operation after connecting an adapter and a stapler, there was no response even when pressing the opening/closing button and rotation button. Similarly the device did not operate even after exchanging the shell. The shell was attached to another handle and it operated without problems. There was no patient involved.